Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the insulin pump had an insulin pump error alarm, the insulin squirted out during manual prime process. The customer's blood glucose level was 460 mg/dl at the time of the incident and was treated with a pen. The drive support cap appeared normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.